Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medication was loaded in the wrong pocket. A technical support specialist removed affected medications with old ID and the barcode database from es server to resolve this issue. The system functioned as intended after technical support specialist troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system medication was loaded in wrong pocket. The customer stated that there was failure to load the medication hydrochlorothiazine 12.5 mg and that opened was a pocket assigned to chlortalidone 50 mg. The customer reported the issue was not able to refill the medications and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.